Manufacturer narrative:
(B)(4). Eval, results: stent deformation and failure to deliver the stent; calcification, 90% stenosis and very tortuous. Eval, conclusion: calcification, 90% stenosis and very tortuous. Device eval: the stent was positioned on the balloon as per specification. Two struts on the 1st distal stent segment were slightly raised. The distal tip was slightly flared.

Event description:
The physician attempted to implant a 2.50 mm diameter x 14 mm length bare metal integrity (rx) stent to a very tortuous left anterior descending in a pt. The target lesion exhibited 90% stenosis and 60% stenosis remained after pre-dilation. The stent failed to cross the lesion and was removed. Upon removal, it was noted that the stent looked fractured. The physician also attempted to implant a 2.50 mm diameter x 22 mm length bare metal stent integrity (rx) drug-eluting stent with the same result. (Ref MFR # 2953200-2011-000488). Additional non-medtronic devices were used and could not pass the lesion. Following the numerous failed attempts to stent the lesion, it was decided to treat only with poba. No clinical sequelae were reported.